Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wound closure, the thread broke on the two sutures while tying a knot. A new suture pack was given to the customer to complete the case. There was no patient injury.